Manufacturer narrative:
Angiographic media provided was reviewed and revealed the following: stent positioned in the mid to proximal lad. A deployment attempt of the stent was evident, however; only the distal and proximal balloon cones expanded. This caused the distal and proximal edges of the stent to expand. The mid stent section is not expanded. This unusual expansion of the balloon and stent is due to a leak that occurred in the delivery system during stent deployment. The source of the leak is not clear from the media provided as contrast media is noted to fill the neighboring arteries and the stent area from a region above the balloon, potentially indicating that the source of the leak is somewhere on the shaft of the delivery system. The remainder of the media shows withdrawal of the delivery system catheter and attached stent.

Event description:
It was reported that a balloon rupture and shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 28mm synergy shield was selected for treatment, but during deployment, the balloon burst at 4 atm and the stent shaft broke. The device was successfully pulled from the patient and the procedure was finished with another stent. The patient remained stable during and after the procedure.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 28mm synergy shield was advanced for treatment, but during deployment, the balloon burst at 4 atm and the stent shaft broke. The device was successfully pulled from the patient and the procedure was finished with another stent. The patient remained stable during and after the procedure.